Manufacturer narrative:
The customer¿s report that the tubing set had separated and leaked from the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The separation was at the engagement between the upper fitment and the silicone segment. An indentation was observed in the silicone segment indicating that the ring retainer had been assembled onto the set. Dimensional analysis of the silicone pump segment found it to be within specifications. Functional testing could not be performed due to the set¿s separation and obvious leaking that would occur. The root cause of the separation could not be definitely determined.

Event description:
It was reported that the nurse programmed the device to administer 0.9% nacl. Approximately one hour later the nurse returned to find that the IV fluid bag was empty. Upon assessment, it was found that the tubing set had separated and leaked from the upper fitment. Although the customer reported this event as a "serious" event, the customer later clarified that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however, the customer stated.

Event description:
It was reported that the nurse programmed the device to administer 0.9% nacl. Approximately one hour later the nurse returned to find that the IV fluid bag was empty. Upon assessment, it was found that the tubing set had separated and leaked from the upper fitment. Although the customer reported this event as a "serious" event, the customer later clarified that there were no adverse effects caused to the adult patient from the event.